Event description:
A technician reported that when the laser treatment was 34% complete, it stopped firing, and displayed a message indicating there was a shutter error. The company representative assisted the site, and the treatment was completed in the same day. At the one day post-op visit, the patient's uncorrected visual acuity was 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).